Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a small hematoma at the impella cp insertion site at the groin. Heparin was discontinued from the purge solution and systemically after the patient's activated clotting time (act), international normalized ratio (inr) and anti¿factor xa coagulation results were higher than expected. The groin site began bleeding after patient was turned and moved. The site was redressed and manual pressure held for 20 minutes, but the site was still bleeding so vascular surgery was consulted. Vascular surgery placed a suture at the groin site and the patient was transfused with fresh frozen plasma to treat the high inr. The patient was successfully weaned and taken to the operating room where a cut down was performed on the left femoral artery. The impella cp was removed with the artery and wound sutured close. Patient remained stable after explant and extubation.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.